Event description:
The patient reported the buttons on her insulin infusion device were "hesitant". She said she told this to her doctor along with the information, she had experienced some erratic blood glucose readings from the 30's mg/dl to 400 mg/dl. She stated her symptoms are dry mouth and she can "just tell if my blood sugar gets high". She stated her doctor has reported her as a "fragile diabetic". The patient stated her doctor changed her basal rates. She stated the infusion device has been used for a long time and she is not sure if, it is contributing to her high blood glucose levels but her doctor feels it could be. The product was replaced and requested to be returned for evaluation.